Event description:
It was reported that, "#5 femoral broach sat flushed with the femoral neck resection line and than implanted a #5 accolade tmzf and a 127 neck angle and the stem sat 1 to 2mm proud. Which resulted in leg length of the pt being longer than what we trialed. The doctor had to continue impacting the stem, was never able to meet the resection line."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.